Event description:
The following has been reported: customer reported: "a pump at (B)(6), serial (B)(6), that is giving admin cassette load errors. We have not been able to clear the error to use the pump. This is a new pump and hasn't been used on a patient. A preliminary review identified the following issue: tubing set misloaded unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for cassette load errors. Upon return, the device was attached to a bracket and powered on. No alarms or errors occurred. The device was opened to inspect for internal damage and the resistor drive housing was removed and inspected due to the vr coupler sticking. Excess loctite was removed from the vr coupler. Re-homed motor and verified resistor calibration. Fva was removed and fva pins and loading pins (upper/lower) were contaminated. An internal cleaning was performed. Loading pin bushings are worn. Upper and lower loading pin bushings, loading pin lip seals and fva lip seals will need replaced during repair process.